Event description:
It was reported that during a tonsillectomy, the instrument got very hot to touch, melted the adapter that covered the shaft of the instrument and gave the surgeon a superficial burn on her hand. Another instrument was used to complete the procedure with no pt consequence. The account advised that the handpiece used with the reported device was purchased by a third party vendor. The handpiece was a silver handle with a gray cord, and was used on a gen01 generator. The handpiece had been reprocessed.

Manufacturer narrative:
D4: serial number=na.